Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, there was a problem with the vh-1111. The reporter clarified that the "ocular was damaged and get cracks during screw on the camera." A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual revealed that the device was returned without the black eye piece. The device was rec'd with the black lens cover. Sent to schoelly on august 25, 2010 - complaint confirmed. Eye piece damage due to mishandling. Scope shows signs of normal wear and tear. (B)(4).